Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 6276-1-023, 23mm mod rev hip body/bolt std component level 9006-1-023, lot code: 43986402; cat. No.: 6276-7-014, mod con dist stem 14 x 155 mm, lot code: caxp325d; cat. No.: 6570-0-736, delta v-40 ceramic head 36/+7,5, lot code: 44000302; cat. No.: 509-02-56e, tritanium revision acetabular, lot code: mmax71; cat. No.: 2080-0025, gap plate screws, lot code: mltmkd; cat. No.: 2080-0020, gap plate screws, lot code: mmd5hn; cat. No.: 2060-0000-1, acetabular dome hole plug, lot code: mmhvt2. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that patient was revised on a left hip due to infection.

Manufacturer narrative:
This event has been identified as a duplicate report to (B)(4). Investigation results and conclusions are documented as part of MFR#0002249697-2013-03801.

Event description:
It was reported that patient was revised on a left hip due to infection. Update: this event has been identified as a duplicate report to (B)(4). Investigation results and conclusions are documented as part of MFR#0002249697-2013-03801.